Event description:
It was reported that the patient presented remotely via merlin.net. An in clinic follow up revealed the high voltage right ventricular (rv) lead impedance had dropped significantly. A flat line on the discrimination channel was also observed when the patient was at rest. Insulation damage was suspected. Lead replacement was suggested. Imaging was performed but lead damage could not be confirmed. Tachy therapies were programmed off. The patient was stable.